Event description:
Towards the end of a transurethral microwave treatment therapy, physician checked position of balloon with 9.5 minutes left and foley balloon was inflated and in the correct position. At the end of the therapy, the physician removed catheter and balloon was deflated. It was reported that the foley balloon came loose from ligature. This event is being reported as a similar event could result in a serious injury.